Manufacturer narrative:
H2) a0908 was initially coded and reported to capture an inaccurate registration as noted in b5. Following receiving clarification on the event, the annex a code was update to a23. Further review has found that a0908 is still applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735764, serial/lot #: -, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that they saw registration errors of up to 18 mm and that navigating over the left eye showed that it was navigating over the patient's right eye. During troubleshooting, the site turned off the radiographic view to resolve the right/left orientation issue. They turned on 3-point-touch to see if that would improve the registration issues, but it did not. The system said that too many points appeared underneath the skin, so technical services (ts) told the healthcare provider (hcp) to lighten up the registration. However, it still failed. Ts asked to facetime with the hcp. Ts immediately saw that the 3d image was a block instead of the patient's head. They adjusted the level to make the patient's exam look great. They performed registration again. The patient's forehead was not in the scan, but they used it to scan. Those points appeared red, but the geometry error was now 1.8 mm. They confirmed that all of the points matched navigation. The issue was confirmed to be resolved. It is unknown if there was a delay to the proc edure or impact to the patient.

Event description:
Additional information was received stating the radiographic view was not the cause of registration difficulties. The reason for the registration difficulties is because of the 3d rendering performed by the system, due to the poor quality of the scan. Registration succeeded once the 3d model was edited to ensure it accurately modeled the patient¿s head.

Manufacturer narrative:
H2: additional information reported in b5. New information clarifies coding a23 in h6 and a0908 no longer applies to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.